Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144241. UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulation (scs) lead migration which was confirmed through xray. The patient underwent a revision wherein the leads were replaced with a paddle and the patient was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.